Event description:
It was reported that during a breast biopsy procedure, the clip stand was broken. The distal part of the guide tool broke and stayed in the biopsy site. The biopsy results received on (B)(6), 2010 revealed the presence of a tumor. A surgical ablation is planned and the broken piece will be removed with the tumor. Unk how case was completed.

Manufacturer narrative:
(B)(4). The applier a was received in good physical condition and already deployed (without the collagen plug). No damage was observed to distal part of the introducer tube. It was intact. The firing mechanism was tested and it was fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. The applier b was received with the rod stiffener (plunger) detached from the handle. No damage was observed to distal part of the introducer tube. It was intact. While no conclusion could be reached as to how did this happen, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hh55. Expiration date: 08/2014. Manufacturing date: 09/2009. Damaged rod-stiffener rod assembly.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.